Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported a blood glucose (bg) of 43 mg/dl. Carbohydrates were consumed to address the low bg. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.